Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt presented with knee pain and was admitted for excision of fibrosis with possible exchange of tibial tray. Tibial tray post exhibited abnormal wear and it was exchanged".